Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
It was reported that the ventilators touchscreen could not be operated. The reported issue occurred during pre-use check. No delay to therapy. The manufacturer¿s international service technician confirmed the reported issue. The touchscreen needs to be replaced. Other information is still pending.

Manufacturer narrative:
B4: 06aug2021. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
B4:09sep2021 . A touchscreen assembly was return for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that the root cause was due to the electrical testing was out of specification.